Event description:
It was reported that customer was hospitalized due to dka. Significant event leading to hospitalization. Cause of hospitalization as per (md) dka. Customer was on the drip before calling mmi. Instructed customer to change out set and inject as per md. Troubleshooting performed.